Event description:
A customer reported that the quick bolus/wake button on their insulin pump was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use pump for insulin therapy.